Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The distal tip of the instrument was sheared at the hexalobe, in a manner consistent with over-torquing in the clockwise direction. The tip of the torque indicating wrench was replaced for functional testing. During testing, one of the measured torque values was above the specified torque range, failing to satisfy the requirements of calibration. Inspection records were reviewed and indicated that the instruments were within specification upon shipment.

Event description:
On 10.02.2017 it was reported to k2m, inc. That a surgery took place in which a torque wrench tip sheared off and fused into the set screw. The torque wrench tip remains in the patient confined to the set screw. Surgery took place (B)(6) 2017.